Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The customer indicated that the adverse event occurred "8 times", this report covers 2 of 8 events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. A battery/no power issue was reported with the adc device and the customer was unable to test due to the device not powering on with button press or test strip insertion, thus, a replacement device was issued. Due to delivery delay of the replacement, the customer was unable to test and experienced seizure, sweating, headache, and dizziness. The customer was provided unspecified treatment from both healthcare professional (hcp) and non-hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. A battery/no power issue was reported with the adc device and the customer was unable to test due to the device not powering on with button press or test strip insertion, thus, a replacement device was issued. Due to delivery delay of the replacement, the customer was unable to test and experienced seizure, sweating, headache, and dizziness. The customer was provided unspecified treatment from both healthcare professional (hcp) and non-hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for reader, cable & adapter. Therefore, it is not possible to check DHR for cable and adapter. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.